Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Due to low vault with rotatiom, the lens was exchanged for a longer length lens. The problem was resolved. Cause is unknown. There are multiple medical device reports associated with this patient. This report is 1 of [insert total # of reports] total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Due to low vault with rotatiom, the lens was exchanged for a longer length lens. The problem was resolved. Cause is unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. G4 - premarket identification PMA/510(k): p030016 combination product corrected to no in initial MDR. H6 - health effect - clinical code (e): 4581: rotation. Claim # (B)(4).